Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) states: do not use, or attempt to straighten, a catheter if the shaft has become bent or kinked; this may result in the shaft breaking. Instead, prepare a new catheter. In this case, it is likely that the kinked resulted from the device being coiled and the attempt to straightened the noted kink twice, contributed to the reported leak (inability to prep) and shaft separation. The investigation determined the reported kink appears to be related to operational context; however, the reported leak (failure to prep) and shaft separation appear to be related to user error. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.

Event description:
It was reported that the 3.25 x 15 mm nc trek dilatation catheter was removed from the hoop without issue. The device was coiled to place on the back table for device preparation. It was noted to have a kink in the hypotube, thought to have occurred during coiling. The kink was straightened and the device was prepped. An air leak was noted and the device was straightened again; however, the device then snapped into two pieces. The device was not used and there was no patient involvement. No additional information was provided.